Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not complete as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any trends for the complaint list number. Device history record review did not identify any non-conformances or deviations associated with the complaint list number and issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The lot detected the same bleeds as reactive for the seroconversion panels indicating the sensitivity performance of the complaint lots is not negatively impacted. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbc reagent lot 38038be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results for one patient. The results provided were: initial on ai02957=5.380 s/co (> or = 1.00 s/co=reactive) /repeated on alinity ai03076 on plasma specimen=0.001 s/co and 0.004 s/co (< 1.00 s/co=nonreactive) /repeated on ai02957=5.73 s/co and 5.94 s/co /repeated on ai02957=5.60 s/co and 5.74 s/co. There was no reported impact to patient management.